Event description:
Explant physician confirms pain, asymmetry / deformation of the breast, accumulated liquid in the breast tissue, lymph glands in the armpit. This relates to the left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified red tissue and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reports that every time they have period they have pain in the breasts and lymph nodes are swollen. Gynaecologist checked this out and said "they are ok". Physician confirms rupture, pain, asymmetry / deformation of the breast, accumulated liquid in the breast tissue, lymph glands in the armpit this relates to the left device. Device has been explanted.